Event description:
Patient having audiogram, equipment generated too hot of water being irrigated into ear. Patient complained test was stopped. Patient had no further complaints. Equipment removed from service.